Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that an alert was triggered via the remote patient monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement. The patient is scheduled to undergo provocation testing to determine if the lead is stable and whether the physician will continue with normal follow-up. No adverse patient effects were reported. This system remains in service.